Event description:
It was reported that the entire keypad on the device was intermittently functioning. The customer advised that the power button would work ok, but when the device was being checked out upon the start of their shift, none of the other keys functioned. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported problem. Physio replaced the interface pcb assembly as a pre-cautionary measure and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.